Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy when sealing throughout the mesentery, the device was not sealing properly for bleeding occurs after the seal even though end tones were heard. The surgeon had to double seal on occasion when he felt like it was not doing the job. No transfusion was necessary when the bleeding occurred. They opened a new device and did not have any more issues. No patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states that there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. If information is provided in the future, a supplemental report will be issued.